Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Despite assistance from customer technical support in loading a new cartridge correctly, the alarm persisted. The customer switched to multiple daily injections as a backup therapy.